Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Onset of stress incontinence from initial surgery? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? What was the indication for mesh removal? Date and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Were symptoms resolved after mesh removal? Product code and lot number? If applicable, will product be returned, return date, tracking information".

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain and stress incontinence and requested full mesh removal. The mesh was removed. Additional information has been requested.